Event description:
Rptr read with great interest the info on adverse events with the use of hemostasis devices on the web site. Much to the rptr's suprise they found a posting in lab from the duett device advertising that the complications are a myth. In reviewing the maude site there are hundreds of reports on this device including deaths yet they claim they only have 0.5% complications and no deaths. It is difficult to get the staff to take these precautions seriously when the device rep and co are saying it is not true. They are not the only co doing this. Rptr encloses a copy of their flyer with the hope that FDA can discuss with them the difference in the maude site reports and co's study. Rptr feels this is a complete misrepresentation of the safeness of this product.

Event description:
Add'l info received from MFR 8/9/02: the reported includes no info that suggests that the duett vascular sealing device has or may have caused a death of a pt or that the duett device may have caused or contributed to a serious injury in his or her facility. Thus, this communication does not qualify as a reportable item. Secondarily, the reporter's implied claim that the actual rate of device complications associated with the duett device is misrepresented by vascular solutions has been examined. Vascular solutions documents all adverse events reported to them and conducts trend analyses to ensure that the adverse events rates are consistent with that observed in the co's clinical evaluations of duett. There is no evidence to suggest that rate of complications observed since market launch in july 2000 has increased. Thus, this communication does not qualify as a reportable five-day report as defined in 21 cfr 803.53(a). Finding no basis for the presence of this report, they respectfully request that it be dismissed as an MDR and removed from the maude database.